Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer stated that the buttons insulin pump were unresponsive. Customer also reported that the insulin pump squirts out insulin during priming. The customer stated that the insulin pump had crack on the screen making it difficult to read. Customer also stated that the insulin pump rejected new batteries and had unexplained random no delivery alarms. It also stated that the battery cap of the insulin pump was worn out and rewind takes longer when changing infusion sets. The device will not be returned for analysis.